Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient serum sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was rerun on the same instrument and resulted higher. A plasma sample from the patient was then run and matched the serum sample rerun result. The result from the plasma sample was reported to the physician(s). During troubleshooting, a sample that had resulted low the previous day was discovered. It is unknown if the sample was rerun or if any results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse performed preventive maintenance. A siemens technical solutions center specialist also provided the customer with information about sample integrity. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.